Event description:
It was reported that the user experienced hypoglycemia followed by hyperglycemia while using the ilet after noticing blood in the infusion cannula, changing the inset 23" site, and subsequently overcorrecting a low; the device alerted to out-of-range glucose, the user confirmed insulin flow through the tubing, replaced the infusion set, and glucose later decreased from 308 mg/dl to 259 mg/dl, indicating successful delivery. Symptoms included dizziness and lightheadedness. Outcomes included self-treatment with glucose, no need for outside assistance, and no medical intervention or hospitalization. Investigation included phone-based troubleshooting, site change, verification of insulin drops through the tubing, and inspection of the removed infusion set without visible evidence of failure. Investigation of this case revealed no confirmed device or component malfunction, with hyperglycemia likely related to user overcorrection after a low and a possibly suboptimal initial insertion site. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.